Event description:
"Three (3) surgeons had issue with the final tightening of the malibu torque limiting driver slipping." On (B)(6) 2013, the customer reported there was an issue "which caused concern". The surgeon felt he didn't adequately tighten the final screw with that driver and shared concern as he did not hear the final click to know the screw was securely tightened. He used a different driver to tighten the screw. Surgery was delayed for 5 minutes.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info.